Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implantation procedure, the patient reported the inability to read; the patient was having issues with readers on as well. The surgeon also reported an unspecified dysfunction of the iol. The iol was later exchanged. Additional information has been requested.